Event description:
The 25 yr old male pt with itp received his 5th treatment of 2000 ml plasma on 9/20/96. The procedure was finished at 3:00 pm. The pt developed left side hemiparesis around 8:00 pm. The pt was admitted to intensive care unit (ICU), and was diagnosed clinically as a deep thalmic bleed and declared dnr (do not resuscitate) at 2:00 am on 9/21/96. Platelet counts had ranged from 2000-3000 over the course of the five treatments.